Event description:
The user facility reported a patient with acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and experienced access site bleeding. The impella was successfully placed via the left femoral artery with flows and mean arterial pressure within normal limits. The right femoral artery with a six french sheath was used for the percutaneous coronary intervention site in which balloon angioplasty to the mid circumflex followed by three drug-eluting stents and balloon angioplasty to the obtuse marginal one followed by three drug-eluting stents were completed. Thesix french sheath was removed and the site was closed using mynx. The impella access site, left femoral artery, and the 14 french peel-away introducer sheath were exchanged for the repositioning sheath without incident. Slacked was removed and the site was sutured into place. There was no hematoma or bleeding complications. The patient was transferred to the unit on support. The following day, however, there was bleeding from impella access site as a result of patient movement. Four units of packed red blood cells products were given to the patient. A femstop and manual pressure were applied. It was noted that the bleeding resolved the same day the event occurred, and the patient was reported to be in stable condition. Following, an echocardiogram was pending for wean and explant of the impella cp, which was successfully completed the next day.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was determined to be patient movement since the bleeding was caused due to patient movement.